Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms and output was 2.5v@1. There was no lv noise noted on the presenting electrogram (egm). At device changeout procedure in 2013, lv pace impedance measurements were just below 1,700 ohms. The clinical decision was to continue monitoring. This crt-d and lv lead remain in service. No adverse patient effects were reported.